Event description:
On first attempt, the fan opened, device removed from pt, and when reinserted, the fan would not open. Gauge filled w/blood. Opened second novasure, but still unable to complete procedure. Manufacturer response (as per reporter) for endometrial ablation device, novasurephone call placed to rep.

Event description:
On first attempt, the fan opened, device removed from pt, and when reinserted, the fan would not open. Gauge filled w/blood. Opened second novasure, but still unable to complete procedure. Manufacturer response (as per reporter) for endometrial ablation device, novasurephone call placed to rep.